Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it has been confirmed that the reported phenomenon "the main lamp does not light up" was not reproduced and that the automatic lighting setting of the device was turned off. However, there is no information sufficient to affirm a causal relationship with the event, and no abnormality was found in the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that her olympus video system center¿s lamp was not turning on. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.